Event description:
Reporter indicated that vns patient had passed away. There is no evidence at this time that the ncp system caused or contributed to the reported event. Report is incomplete because patient/product data retrieval is pending a search through archived hospital records.